Manufacturer narrative:
The case was reopened due to additional information about product catalog number received on march 1, 2016. No trend is identified. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The results of the investigation have been made available. The device history records could not be reviewed as the lot number was not available. The compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported that the screw which was placed at the end of the distal plate was broken. The ivp system and 2 other screws have been thrown away by the hospital. X-rays: one x-ray was returned for evaluation. The x-ray dated (B)(6) 2015 showed a plate implanted with tree screws on the left side. The proximal screw seems to be broken on the screw head. No further statement can be done from the x-ray. No surgical report was received for investigation. Device analysis: only the broken screw was returned for investigation. The visual examination showed that the screw was broken on the head into two parts. The pictures taken on the microscope showed polished areas and wear on the fracture surfaces. Therefore a meaningful analysis of the fracture surface could not be done. However, based on the microscopy investigation the fracture surfaces point most likely to a fast fracture. Furthermore, there were several scratches on screw head visible. It could also be seen that the first and second thread starting from the screw head were damaged. Following are the possible causes for the reported event: fracture of implant due to general corrosion (crevice, pitting, galvanic). Not possible, as there were no signs of corrosion detected during the investigation; breakage of implant due to user fails to align fracture surfaces, prior to implant fixation. Not possible, as the x-ray provided showed that the implant was not implanted against contraindication; breakage of implant due to user fails to align fracture surfaces, prior to implant fixation. Possible, as the surgical report of implantation and x-ray pictures intraoperative were not sent this point cannot be excluded; breakage of implant due to user misaligns the drill and drill sleeve trajectory resulting in incorrect implant location relative to fracture surface. Possible, as the surgical report of implantation and x-ray pictures intraoperative were not sent this point cannot be excluded; breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. Possible, as no information received about limitation and postoperative restriction; breakage of implant due to patient does not follow the postoperative protocol. It is possible that the patient did not follow the postoperative protocol; breakage of implant due to explanted implant is used for new implantation surgery. Possible: no information was received the used implant was a new one or not. No patient stickers or labels received. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, based on the microscopy investigation the fracture surfaces point most likely to a fast fracture. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
Additional information was received. It has been reported that the product was implanted on (B)(6) 2014 and revised on (B)(6) 2015.

Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted an unknown normed product on (B)(6) 2015. The patient underwent a revision surgery due to the breakage of the device on (B)(6) 2015. It was reported, that it was a screw in the distal part of the plate that broke.